Manufacturer narrative:
Product development investigation was completed. Visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The complaint condition was able to be replicated at customer quality (cq location as the devices were found to be stuck and could not be taken apart by the cq engineer. The 03.037.017 (blade/screw guide sleeve) and 03.037.016 (buttress/compression nut) were returned in a stuck together condition. Cq engineers could not separate the two parts during investigation. The buttress nut was found to be threaded onto the guide sleeve all the way up, touching the neck of the proximal end (head). No dents/dings were observed on the threads of the guide sleeve which would affect the coupling functionality between the guide sleeve and the buttress nut. No damage was observed on the buttress nut. The balance of the returned devices is in good and functional condition with some scratch marks on the shaft (below the threaded area) of the guide sleeve. The observed marks were most probably created during an attempt to separate the devices at the hospital and would not lead to the complaint condition. Buttress / compression nut drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The internal features responsible for coupling with the guide sleeve could not be verified due to devices being stuck together. It is possible that the devices were impacted while being in assembled condition either during operation or sterilization process that deformed the engaged threads and caused the devices to be stuck together. Although a definitive root cause could not be determined, deformed threads due to rough handling would be a possible root cause in this case. It is a post manufacturing issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 03.037.016 and lot # 9457865: manufacturing location: (B)(4), manufacturing date: 11. Jun.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that after the trochanteric fixation nail set tray came through the wash at the hospital, the instruments were stuck together and would not come apart. The buttress compression nut instrument is cold welded inside the guide sleeve instrument. No patient involvement. This report is for one (1) buttress/compression nut. This is report 1 of 1 for complaint (B)(4).